Event description:
It was reported that the customer received a spike in complaints from patients related to leaky extension set with male/male luer, 0.2-micron air-eliminating filter, integral anti-siphon valve, and clamp. Customer asked if there was a known defect with this tubing. Received from accredo a report with malfunction from (B)(6) 2023, where 67 patients were affected. About injuries no major issues were reported, some patients mentioned exhibiting pah symptoms.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. D4: catalog number, UDI number, and lot number, and expiration date are unknown; g5: 510k is unknown; h4: device manufacture date is unknown.